Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "left hip. Patient revised due to periprosthetic fracture. No other information available due to hospital policy.".

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an insignia stem was reported. The event was confirmed via clinician review of medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that this patient sustained a periprosthetic fracture since I was able to see an x-ray showing the pathology. Root cause analysis: the root cause of this event cannot be determined with certainty with the information provided. The root causes of periprosthetic fractures 18 days or earlier after primary surgery are multifactorial. If the patient was doing well and then had a documented fall, then the cause would be due to trauma. If there is no history of any trauma or untoward event, then the cause would be iatrogenic, meaning that there must have been a breach of the cortex either recognized or unrecognized. I cannot know for sure because I do not have the primary operation report. I would have to see the original preoperative x-rays with preoperative templating to see if the proper size implant was utilized. In many cases, the surgeon may attempt to put in a somewhat large, larger implant that is compatible with the patient¿s anatomy. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. A review of the provided medical records by a clinical consultant indicated: 'confirmation of event: I can confirm that this patient sustained a periprosthetic fracture since I was able to see an x-ray showing the pathology. Root cause analysis: the root cause of this event cannot be determined with certainty with the information provided. The root causes of periprosthetic fractures 18 days or earlier after primary surgery are multifactorial. If the patient was doing well and then had a documented fall, then the cause would be due to trauma. If there is no history of any trauma or untoward event, then the cause would be iatrogenic, meaning that there must have been a breach of the cortex either recognized or unrecognized. I cannot know for sure because I do not have the primary operation report. I would have to see the original preoperative x-rays with preoperative templating to see if the proper size implant was utilized. In many cases, the surgeon may attempt to put in a somewhat large, larger implant that is compatible with the patient¿s anatomy.' No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.